Event description:
A couple of weeks ago, at a pump refill visit, the physician increased the "strength" of the baclofen from 700 to 2000 mcg. An hour later, the patient was nauseous, dizzy, and seeing double. The patient was hospitalized, and unspecified tests were done to determine if the patient had a stroke. The patient was discharged to home the next morning. The symptoms lasted 24 hours. Additional information has been requested, a follow-up report will be sent if additional information becomes available.